Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss confirmed only the error 2012 issue and replaced the (instrument host) versa logic printed circuit board assembly (pcba) and 2b rohs programmed module and rear panel controller pcba. Fss performed the field service checklist, which the system passed the functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that during a treatment error (2011- error getting version strings from instrument host/2012- instrument host timeout error) occurred with the whitestar signature system. There was patient involvement /one (1) eye involved and it was reported that there was about ten (10) minutes delay. The customer rebooted the system and error cleared. Then the doctor completed the procedure and the lens was implanted in the capsular bag. It was reported that there was no surgical intervention required.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.